Event description:
The customer obtained erroneous elevated accutni results within the risk stratification range of the assay for 9 patients on the access 2 instrument. The results were reported out of the laboratory. The results were not reproducible and were questioned by the doctor. The customer stated that one patient had a change to treatment regime due to the erroneous elevated result. To date, the customer has been unavailable to provide what type of treatment regime change the patient underwent. The customer ran qc and calibration on the instrument upon receiving complaints from the emergency department regarding elevated accutni results, which failed to pass. The customer repeated testing on an alternate method and the customer obtained lower results within the normal range of the assay for all 9 patients. Patient 1 results are provided. This MDR addressed the change to treatment regime for patient 1. The instrument malfunction was addressed under MDR 2122870-2012-01391.

Manufacturer narrative:
The sample was collected in lithium heparin tubes and aliquoted into an insert cup. The sample was centrifuged at 3200rpm for 15 minutes at room temperature. The sample was run fresh after it was drawn. Previously run patient samples were rerun to confirm accurate back to the last acceptable control run. The customer did not indicate they believed the pre-analytical sample handling or sample integrity issues caused the event. Controls were ran before and after the event. The controls before the incident were in range and controls after the incident were not. A field service engineer (fse) was dispatched and examined instrument hardware. The fse noted aspirator probe #2 was not draining well and noted a kink in the substrate probe tubing. The fse performed preventative maintenance and performed a passing system check, passing qc and passing calibration curve for accutni. The cause of this event is unknown and could not be determined based on the supplied information.